Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that upon inspection, upper door dingus maladjusted catching rotor teeth as rotor moved. This was also preventing door from closing completely. Readjusted dingus. Issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the doors would close but the system indicated the door was open. The site was able to push the doors together and doors would close. No patient.